Event description:
It was reported that during an unk procedure, the device jamming at second firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips. The anti-backup was noted to be non-functional. Upon disassembly of the instrument, the feedbar was found to be bent and disengaged. No conclusion could be reached as to what may have caused the found damage. The batch history records were reviewed with no anomalies noted during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.